Manufacturer narrative:
(B)(4). A replacement procedure was being scheduled, however the date is unknown at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) a message was displayed indicating a long charge time had occurred. An untreated episode was stored due to t-wave oversensing which resulted in a 22 second charge time and the subsequent long charge time message. Boston scientific technical services (ts) recommended device replacement due to the longer charge time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory a thorough evaluation of the device was performed. The device case was removed and internal visual inspection noted no anomalies. The high voltage capacitors were removed and tested. One of the capacitors was found to charge more slowly than expected; this would have resulted in the observed extended charge times.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported.